Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The physician attempted to reach the lesion with an unknown size taxus express2 drug eluting stent. However, the taxus stent dislodged from the balloon. No further injuries or patient complications was reported. Made several attempts in one month to get additional information without success.